Event description:
It was reported during the patient's revision on(B)(6) 2015 (reference MFR. Report#:1627487-2015-01126), the physician attempted to replace the patient's existing octrode lead with a new one. However, the physician was unable to place the new octrode in the epidural space. Subsequently, a penta lead was implanted. The patient's procedure was extended by 1 hour. The patient is reportedly doing well postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.